Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7093099. UDI: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that patient experienced pain. The patient underwent an ipg replacement procedure and was doing post operatively. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Correction to block h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: (B)(4). Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that patient experienced pain at the ipg site. The patient underwent an ipg replacement procedure and was doing post operatively. The explanted device will not be return due to facility policy.